Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found damaged stent struts at the distal end and mid-section of the stent. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft and it was also noted during analysis that the hypotube shaft was broken and returned in 4 parts; first break in hypotube 44mm from end of strain relief. Second break in hypotube was 429mm in length(approximately 450mm from end of strain relief). Third break in hypotube was 473mm in length (approximately 913mm from end of strain relief): fourth break was 110mm proximal from hypotube/mid-shaft bond. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink in the mid-shaft 11cm distal of hypotube/mid-shaft bond. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left anterior descending artery. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 3.50x32mm promus element ¿ drug-eluting stent was advanced, but the device failed to cross the lesion. Dilatation was done again and another of the same device was deployed followed by post dilatation. The procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.